Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. The device was programmed for bi-ventricular pacing (biv); however, the lv deflection noted occurred several milli seconds after the delivered biv pace. Lv threshold was noted to be 1.9v (volts) at 1.0ms (milli-seconds) but the output is only at 2.4v at 1.0ms. Further discussions with the clinic are planned to address this matter. This lead remains in service and no adverse patient effects were reported.